Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No cosmetic damage was noted.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600 mg/dl. The customer was treated with injections and IV. The customer stated that she was a centimeter away from being hit by the car. The customer stated that she wound up in the middle of the road and passed out. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer stated that a no delivery occurred once the high readings began. During troubleshoot, the customer stated that there were bleeding at site. The customer was advised to monitor the issue. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.